Event description:
A patient underwent a port placement procedure using ti powerport low profile. It was reported that during a port placement procedure, the valve part of the dilator allegedly did not come off and did not tear. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 6.5fr fully peeled-apart sheath was returned for evaluation. Visual, tactile and functional evaluations were performed on the returned device. The complaint sample was noted to have bents throughout both sheath shafts. One half of the valve was noted to be attached under the valve cap (6.5 t-handle side). A valve segment was noted under the valve cap on the other half of the t-handle (bard). The valve segment attached on the 6.5 side of the t-handle valve cap was gently stretched and it never detached. The manufacturing evaluation site states, it was observed that the valve had not split correctly the valve was mostly attached to the middle of the t-handle indicating 6.5fr. A closer view showed that the edges of the valve had separated from the center of the valve, residues of use were observed in the sample evaluated. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using ti powerport low profile. It was reported that during a port placement procedure, the valve part of the dilator allegedly did not come off and did not tear. There was no reported patient injury.